Manufacturer narrative:
The device was not returned for evaluation. A manufacturing investigation action was created for the review of this complaint with the manufacturer of the device. There is a 100% verification in the assembly step done by the operators. A sampling inspection of 13 units is done by a certified operator outside of the production line. A subassembly is created with the two implants, suture and shrink tubing for installation into the needle. A discussion was held with the assemblers and they confirmed that they understood the build process. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A review of the DHR documentation revealed no non-conformances, and showed that the devices were conformed to in process and finished goods specifications when released to stock. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Follow-up 1 did not pass the FDA gateway acknowledgement however the site identifies follow-up 1 as a duplicate already being received. This follow-up 2 is being filed to file the final medwatch this emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on 11-3-2017 however the system problem prevented acknowledgements from being received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email there is only one meniscus ansa during operation, but it should have two meniscus ansa in the package. Open another package product to finish the operation. There is no report on patient's injury. Additional information received on 8-8-2017: there was only 1 implant on the 12 degree needle instead of two. They didn't check carefully. The surgeon used the one implant and noticed the missing implant. There is no possibility that both implants deployed at once. The one implant was not removed from the patient. Delay unknown. Procedure was completed by opening another new package.

Manufacturer narrative:
The device was not returned for evaluation. A manufacturing investigation action was created for the review of this complaint with the manufacturer of the device. There is a 100% verification in the assembly step done by the operators. A sampling inspection of 13 units is done by a certified operator outside of the production line. A subassembly is created with the two implants, suture and shrink tubing for installation into the needle. A discussion was held with the assemblers and they confirmed that they understood the build process. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A review of the DHR documentation revealed no non-conformances, and showed that the devices were conformed to in process and finished goods specifications when released to stock. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on 11-1-2017 however the system problem prevented acknowledgements from being received.